Event description:
A report was received that a patient was having difficulties charging the ipg. An x-ray was taken and showed no anomalies. The patient underwent a pocket revision as the ipg was buried too deep in the pocket site. Nothing was implanted or explanted and the patient is doing well following the procedure.